Manufacturer narrative:
H4: the lot was manufactured from april 21, 2023 to april 22, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused during patient infusion. The reported infusion was completed in 24 hours instead of the expect 48 hours. The device contained fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.